Event description:
On (B)(6) 2019 call from pt's father who stated that the legacy sn (B)(4) is malfunctioning stating that pump is not recognizing the line, will ship replacement same day courier. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.